Event description:
It was reported during the procedure that the ruler was broken outside the patient. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation and the reported event could be confirmed. The device was manufactured in 2007. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A visual inspection was performed and confirmed that the ruler is broken. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.